Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occured during recirculation and prime (machine set-up) and not during dialysis mode. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. However, this filling was not noticed. A patient was connected and proceeded through dialysis. The saline bag was clamped at this time preventing patient exposure. Before flushing the blood lines following treatment a nurse detected the saline bag was more full than it should be. She changed out the affected saline and connected a new bag. The patient was not affected and completed treatment was expected. No patient information was available. The machine was removed from service until it could be repaired. The facility called in a manufacturer's technician who found the pumps had been installed out of position and a corroded air separator. He corrected the pump orientation, changed the air separator, and calibrated the conductivity. The machine was returned to service. The parts were discarded.